Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported a pairing issue between the pump and the mobile device and also reported an upload issue. Troubleshooting was performed and advised to restart the mobile, uninstall and reinstall the application, and force upload. Assisted the customer with programming the pump with minimed mobile application. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.